Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion site was leaking. Blood glucose level was 502 mg/dl, and was addressed with a correction bolus. The type of infusion set was not known.